Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the left posterior tibial artery. A connect flex guide wire was being used when the tip separated. The separated tip was embedded in the vessel using an unspecified stent. There was no adverse patient sequelae and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code: 2017/against resistance. The analysis was performed by lake region medical ltd. The device lot history records review has shown that there were no anomalies or non-conformances raised that could have contributed to this failure mode. According to the instructions for use (IFU), a guidewire is a delicate instrument and must not be advanced, withdrawn or torqued if resistance is met. The IFU warns not to withdraw or torque a guidewire that meets excessive resistance, torque a guidewire if the tip becomes entrapped within the vasculature and allow the guidewire tip to remain in a prolapsed condition. The tensile and torque tests of the finished device were performed according to the specification and passed. The other required tests and inspections were performed and passed. There is no evidence to suggest that the design of the guidewire or any manufacturing related concerns have contributed to the incident. It is therefore likely that the guidewire fractured after being challenged beyond its design capabilities during the procedure. The scanning electron microscopy (sem) analysis confirmed that the fracture occurred due to excessive external overloading. Based on the sem analysis and the lot history records review, it can be concluded that the cause of the failure cannot be traced to the device.

Event description:
Subsequent to the initially filed report, the following information was received: the lesion was heavily calcified. The connect flex guide wire faced resistance with the anatomy during advancement and removal, and force was applied during removal .